Event description:
Event occurred in (B)(6). Clogging. Iol got stuck during slider advancement; slider cannot advance. Update (B)(6) 2024: the lens was inserted into the patient's eye. A tear was found at the optical zone near the haptic. Problem code: a050301 - failure to eject.

Manufacturer narrative:
This initial emdr is being submitted to the FDA for a reportable event that occurred outside the USA. Injector malfunction is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for an event that occurred outside the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: h3 - corrected to yes. B5 - event/problem corrected to include physician training details. The lens touched the patient's eye, but the lens was never implanted into the patient. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. B5 - event/problem updated to state the iol was never implanted into patient and explantation of iol did not occur. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: pc-60r). The dye test result showed the injector tip was properly coated. The lens release test result showed that the re-installed new iol could be released out of the returned cartridge/tip without any problems. From our investigation, we found that the iol was ejected out. The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in (B)(6). Clogging. Iol got stuck during slider advancement; slider cannot advance. Physician is a resident clinician who was initially trained by distributor before using the device. Physician was retrained by distributor after using the device. The lens touched the patient's eye, but the lens was never implanted into the patient. Problem code: a050301 - failure to eject.